Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was charging when a malfunction alarm occurred. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer has a backup pump as alternate insulin therapy.